Event description:
A home peritoneal dialysis patient reported that the cycler displayed a "power off" message while patient was getting ready to start their treatment. Patient jiggled the power cord and the message disappeared. Patient heard crackling sound and then saw flames on the back of the cycler. Patient unplugged the cycler and after about a minute, the flames disapeared. Patient then saw smoke coming from the back of the cycler. The smoke also disappeared after about a minute. There was no injury/illness.